Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for peritonitis. The patient was treated with amikacin (250 mg; route, frequency, and duration not reported) and reflin (1 g; route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was unknown (previously, the cause was not reported). Antibiotic treatment was completed on an unreported date. The patient was doing well and the peritoneal effluent fluid was clear. The patient was recovered from the previously reported peritonitis (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.